Event description:
Information was received from a patient who was receiving bupivacaine and dilaudid (hydromorphone) via an implantable pump for non-malignant pain indications for use. It was reported that the pump was shut off in the middle of the night for the last 4 -5 days and he was going through horrible withdrawal symptoms. The patient stated that the pump stopped giving him medication and they get the typical withdrawal symptoms 10 times as bad. The patient reported that he almost took the shotgun and end it because the withdrawals was ¿so bad.¿ the patient stated he have appointment with their managing physician today and he hope the physician office can see the pump stop giving him medication. The patient stated that he when he gets the bolus, he felt like melting and feeling better after the bolus. The agent asked clarifying questions and confirmed there was no alarm on the pump. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.